Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: bd received 6 samples from the customer for investigation. All 6 samples were evaluated by functional testing and the indicated failure mode for tube push off with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated "tubes are being released/shot off from the np cannula (wing sets) during blood collection. Staff indicates that they need to hold the tube firmly to prevent an incident."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes experienced whole tube push off non-patient end of needle. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated "tubes are being released/shot off from the np cannula (wing sets) during blood collection. Staff indicates that they need to hold the tube firmly to prevent an incident."